Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in israel it was reported that patient was hospitalized on 22-oct-2024 due to low blood sugar level. Patient took the treatment of glucose injection. Length of hospitalization was greater than 24 hours. No further information was available.